Event description:
Pt was sent to radiologist to perform mr guided wire localization on suspicious lesion on breast. Pt had dense, fibrous breasts. Physician had difficulty placing the wire locator on lesion and it broke. After mr procedure, physician detected broken piece, notified surgeon before biopsy, and piece was surgically removed during the biopsy of the lesion. No permanent damage to pt.